Event description:
It was reported that following an unk procedure, the patient re-presented with an anastomotic leak. Required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Date sent: 11/30/2007. Information anticipated, but unavailable at this time.